Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the surgeon observed ridges on the edge of the optic. The lens remains implanted and there is no harm to the patient. Additional information was requested.